Event description:
The customer stated he ran a blood test on his breeze2 while eating cereal and did not notice the used strip had dropped in his bowl. He ended up chewing on the strip. He was able to detect it in his mouth before swallowing, so spit it out. There were no ill effects afterwards.